Event description:
Patient developed an enterocutaneous fistula from a kugel mesh ring. A kugel patch was used in 2005 for hernia repair. This was removed due to inflammation. Patient also had a small bowel resection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While fistula formation and inflammation are known adverse events that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.